Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose. The customer¿s blood glucose level was of 470 mg/dl. At the timer of incidence. And customer¿s current blood glucose level was 423 mg/dl. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.